Manufacturer narrative:
One device was returned for repair. Review of event log found no cassette attach error. There was no relevant service history. Visual and functional tests were performed. Confirmed customer complaint ¿attach/reattach error¿. Device errors when a cassette is attached. During verification inspection, it was found the downstream occlusion (dso) sensor is bad and bezel seal. Noted the air detector was loose. Noted liquid residue on internal components of the chassis. Noted ac port no longer powers unit. Replaced the dso sensor and bezel seal as well as the air detector. Replaced chassis gaskets. Replaced main board. Device passed self-check and cassette verification testing.

Manufacturer narrative:
B3: unknown; exact date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an attach/reattach error. There was unknown patient involvement.